Manufacturer narrative:
A sample has become available that has not yet been received by manufacturing for evaluation. The customer reported that their ophthalmic gas regulator valve did not work. A review of the lot specific manufacturing records did not reveal any related non-conformity during the manufacture of this device. Based on quality assurance assessment, the product met specifications at the time of release. A review of complaints within the past 24 months showed six similar incidents for the reported device where the root cause remains inconclusive. These occurrences are not statistically significant and therefore do not indicate any adverse trends. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that the knob of an ophthalmic gas regulator valve could not be turned to the open position in order to dispense gas prior to surgery. There was no patient involvement thus, no patient impact. Additional information has been requested.

Manufacturer narrative:
A regulator sample was received at the manufacturer for evaluation. A visual assessment of the returned sample showed that the on-off knob was found to be jammed in the open position. The knob was loosened and the valve was able to work properly. The root cause of the reported event can be attributed to customer use error as the knob was found to be jammed in the open position. Manufacturing will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Manufacturer narrative:
It should be correctly noted that this device is not a single use device that had been reprocessed and reused rather, it is designed and used as a reusable device. (B)(4).